Event description:
On 7/25/91, rptr had right and left silicone gel breast implants put in. In 10/91, she started having eye problems diagnosed as vasculitis, blurred vision, pain in eyes and floaters. She now has chronic fatigue syndrome, raynaud's disease, chest pain, joint pain, and muscle pain (connective tissue disease).